Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Because it was reported that the stent dislodgement was not noticed until the catheter was advanced into the anatomy, it should be noted that the rx herculink elite instruction for use states: carefully inspect the rx herculink elite renal stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery. The 4.0mmx12mmx135cm herculink elite was advanced to the target lesion and inflated before it was noted that the stent implant was not on the balloon. It was then noted that the stent implant had dislodged in the protective sheath before use. Reportedly, there was no resistance noted during removal of the protective sheath before use. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new same sized herculink elite was used to successfully complete the procedure. There was no additional information provided.